Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that the patient had a successful endometrial ablation and laparoscopic tubal ligation on an unknown date. The physician visualized the patient cavity post ablation and saw no abnormalities. Patient was discharged as planned. A weekend after the procedure, the patient complained of fever and chills and was prescribed antibiotics. The patient returned to the hospital about three weeks post procedure with continued discomfort and was hospitalized. A laparoscopy revealed bowel adhesion to the uterus along with bowel inflammation. The physician removed approximately 6 inches of bowel. She was hospitalized for a few days and then released without issues involving bowel movement. The physician mentioned endometriosis may have contributed to this outcome. No additional details available.